Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported paradoxical hyperplasia (ph) and "visibly enlarged and feels firm to touch" on the upper abdomen and back area with their curve 150 and curve 240 applicator for a coolsculpting elite post treatment, and patient was treated on the following areas: upper abdomen, lower abdomen and back areas on(B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2025.